Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped "by correctly ventilated and moistened." The sheath was inserted. As the md was inserting the iab through the sheath, it became stuck. There were no reported pt complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.